Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope during a threshold test. The patient is dependent on pacing. After the threshold decreased past the capture threshold, the physician did not stop the threshold test quickly enough before the patient passed out. The patient recovered. Boston scientific technical services (ts) was contacted and discussed thresholds, which were assessed to be acceptable. This device remains in service. No additional adverse patient effects were reported.